Event description:
It was reported the pt experienced no stimulation sensation on right side following a fall. Impedance readings were >1000 ohms on the right side. The electrodes were identified and reprogrammed so they could be used to obtain appropriate stimulation. The pt was extremely satisfied with coverage following the changes. A follow-up report will be submitted if add'l info becomes available.